Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had rewind error anomaly. Customer's blood glucose level was 118 mg/dl. Customer states that the pump needed to be rewound. Insulin pump will not be returned for analysis.